Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down during a generator check. No patient harm reported.